Event description:
Customer reported that he has to press the act and esc buttons multiple times to get a response. Customer does not know his blood glucose at the time of the incident. Customer also complained about having to change the battery 3 or 4 times a day. Customer stated that he has an alarm to be reminded to get an insulin bolus in the morning and the alarm would just display, but no beep or vibrate. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored for 24 hours with multiple basal rate, passed self test and no unexpected audio or beep or vibrator anomaly noted during testing. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All buttons function properly, however moisture damage was found on keypad traces. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.